Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-00042. It was reported that the patient experienced erosion at the scs ipg site. The ipg was superficial and the extension was visible at the pocket incision. In turn, the patient underwent surgical intervention wherein the scs system was explanted to address the issue.

Manufacturer narrative:
The patient reported that the ipg was superficial and wires could be seen coming out of the ipg pocket incision. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.